Manufacturer narrative:
(B)(4). Although the sample was not returned, a photo of the sample was received for evaluation. Visual inspection of the photo verified that the light blue main body of the transfer set was cracked. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the reported issue was undetermined. A CAPA has been opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extended life transfer set had a cracked main body. This occurred during patient use. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.